Event description:
Distributor reported a patient having irritation, pain, and red eye two hours after initial lens wear. Patient was diagnosed in right eye with 80% epithelial loss and treated with hyalein and tosuflo ophthalmic solutions. At follow up visit two days later, doctor noted a central corneal scar. There was decrease in visual acuity, however, it is unknown if the decrease is permanent. The patient's outcome is unknown. It was reported that the multi-purpose solution used was "sticky" and may have changed the shape of the lens. Product was not returned to confirm any relation to this event.

Manufacturer narrative:
The product was not returned for evaluation and the lot number information is not known. Cause of the event is unknown. Based on all information, no causal factors can be determined and no conclusion can be drawn.